Event description:
It was reported the right ventricular (rv) lead had small r-waves bipolar so the lead was programmed to unipolar sensing. The rv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator (B)(6) 2013. (B)(4).